Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at bone to cement and cement to implant interface. Cement manufacturer is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 16 aug 2019 was reviewed on 12 december 2019. (B)(6) 2017: the patient underwent left total knee arthroplasty secondary to left knee valgus arthritis. Attune implants were used. Depuy cement x1 was used. The patella was resurfaced. No intraoperative complications noted. (B)(6) 2018: the patient underwent a revision of the left knee secondary to pain. Intraoperatively, the surgeon discovered the tibial component was loose at the cement to implant interface; the femoral component was well-fixed. The patellar component was retained. There were no intraoperative complications noted. It should be noted that portions of this medical record were crossed out with a yellow mark and were not able to be read, therefore, making it impossible to perform a full medical review of these records. Doi: (B)(6) 2017; dor: (B)(6) 2018; (left knee).